Manufacturer narrative:
On (B)(6) 2020: lab alerted manufacturing due to an error detected on the capillarys 3 tera hba1c program. The event occured (B)(6) 2020 during the processing of hba1c samples. During the sample testing an error occured which generated an error message (114). The instrument was uploading data, diluting samples and processing the next sample rack. During the (3) sequence steps the error occured and log recorded error ( 114-rack insertion error). The instrument notified user to intervene, no action was taken. The instrument proceeded with the next sequencial steps in which processed the data results incorrectly. The instrument logs were inspected along with review of patient data files. The error was induced due to the combination of the 3 events that had to occur at the same time. Updates will be added to the instrument manual to alert users to the correction action steps when the error code is generated to reset the system along with a product notice.

Event description:
On (B)(6) 2020, the laboratory detected an error on a patient sample reported on (B)(6) 2020. On the capillarys 3 tera instrument using the hba1c program. The results of the hba1c were low and did not correlate with the clinical presentation as prescribed by the clinician who alerted the lab to investigate the event. The sample testing was repeated demonstrating a high hba1c result than orginally reported. On 3 june 2020, the laboratory contacted the manufacturer to conduct an investigation. Manufacturing reviewed the instrument log files along with an inspection of the instrument and software. The error log files indicated that during the data processing of the sample, diluting of the next batch of sample and introduction of a new rack of samples an error was generated by the instrument system. The instrument displayed an error code ( 114-rack insertion error), which notified the user to "please remove the rack from the rack loader", no intervention was taken by the user. The error generated an event in which the sample results were applied to the next sample. The investigation indicated 8 samples were affected by the issue. The laboratory sent corrected results once the event was detected.